Event description:
Additional information indicated the device was replaced and discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, erosion was observed. The issue was resolved by explanting the device. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.